Event description:
When the facility were sorting out the sluice room, they noticed that the ptfe pad was worn to one side. The facility said that there was no pt harm as a result of the thunderbeat being used in any case to date.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.